Manufacturer narrative:
The company service representative replaced the footswitch. It was not noted if the company service representative was able to confirm or replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on february 22, 2010. Based on assessment, the product met specifications at the time of release. The footswitch was manufactured on february 1, 2010. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy surgery there was no reflux. The case was completed using the same system without harm to the patient. Additional information has been requested and received.